Event description:
It was reported that the ventilator's logs that were received for a reported loud crackling noise, contained a technical error that indicate a communication error between the ventilator's control pc board and monitoring pc board. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer (fse) was dispatched for a report of noisy loudspeaker. Fse was unable to duplicate the issue with noisy loudspeaker but it was replaced as precaution. Ventilator logs were downloaded but not checked during service visit. There was no report or appearance of technical alarms during the service visit. When provided ventilator logs were reviewed, it was noted two technical error codes indicating ventilation stopped and communication error. The logs showed that the codes has incurred in standby mode, i.e. No patient connected. Further information regarding these technical error codes have been requested from the user facility biomed to find out if this occurred during troubleshooting or while in use. No response has been received. If the underlying defect, technical error codes indicating ventilation stopped, appears during ventilation, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The technical error codes indicating communication error will not affect ventilation. The root cause of the technical error codes has not been determined.

Event description:
(B)(4).